Event description:
User reported 20 false positive results. No information regarding additional tests. This is report 20 of 20.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(4) (3014862188-2021-(B)(4): test 1,2,3,4,5,6,7,8,9,10,11,12,13,14,15,16,17,18,19 of 20).